Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2016 at 8:00 am. The patient informed the csr that he manages his diabetes with a combination of diabetes medication (metformin; prandin). It is not known if the patient made any changes to his usual diabetes management routine when he was unable to test with the subject meter due to the error message appearing. The patient denied developing any symptoms as a result of the alleged issue however reported treating himself with 16 units of insulin on (B)(6) 2016 at 3:50 pm. The patient denied that his blood glucose was tested on any other device. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or past their discard date and that the patient was following the correct testing process. The csr noted the test strip completely drew in the blood sample. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.